Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed fever, infection and sepsis approximately one week after the implant of the pacing leads. Cultures were taken and antibiotic treatment was necessary. The pacing leads were explanted. No further patient complications have been reported as a result of this event